Event description:
It was reported that the lead showed low out of range impedance and low sensing. The lead was explanted and replaced.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of low impedance and sensing was confirmed. The cause was due to a short circuit between the lead coils.